Event description:
It was reported that a spectrum pump experienced inoperable #1 and #5 keys. It was also reported that there was no patient involvement. During baxter's evaluation it was found that the spectrum pump experienced an intermittent keypad response of the #1 and #5 keys.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom of inoperable #1 and #5 keys through the experience of an intermittent response of these keys. Evaluation determined the cause to be a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.